Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during insertion of a screw during a t10-l3 psf procedure, the tip of the screwdriver shaft snapped into three pieces. The surgeon removed all pieces of metal and matched up to the shaft to ensure all pieces were found. They switched to a spare shaft on the set and proceeded with the surgery. No apparent adverse outcome for the patient. Surgery was delayed about five (5) minutes. Patient outcome reported as satisfactory. Concomitant reported part: screw (part and lot number unknown, quantity 1). This is report 1 of 1 for com-(B)(4).